Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: correction: d4. Serial: serial number of the associated device has been updated from d4. Lot to d4. Serial.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: a visual and functional assessment was performed on the device. The following steps failed: section 30: check drill chuck with key. Section 40: check maximum range of drill chuck. Section 50: check minimum range of drill chuck. Section 90: check general function in running mode. During the service evaluation the following failures were identified: functional: frozen/will not move - chuck seized. Conclusion: failure reported is confirmed.

Event description:
It was reported that during service and evaluation, it was determined that the chuck with key/drill speed for trs device was frozen/will not move - chuck seized. It was noted in the service order that the device was not working. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025.